Event description:
Patient presented to the physician with an infection and drainage at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with continued infection. Patient will continue the currently prescribed course of antibiotics, and physician will monitor and re-evaluate at the next visit. Patient returned with unresolved infection and the ipg had eroded through the dermis, resulting in device exposure. Physician brought the patient into the or and removed the entire inspire system.